Manufacturer narrative:
Product evaluation: service and repair found that there was damage to the device; replaced the objective, rod lenses, plan glass lens and eyecup. The item was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
The doctor reported that during an ess procedure there was a possibility that the scope tip was broken; the view was clouded. Upon removing the scope from the patient it was found to be missing the lens. A post-op CT scan was performed to look for the lens; the piece was not found. It was confirmed that the doctor did not know when the lens detached, it may have been missing prior to use. There was no patient injury.